Manufacturer narrative:
The customer was provided replacement part information via phone call with the philips response center.

Event description:
The customer reported that the etco2 changed to a dashed line after about 45 minutes of monitoring. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.